Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the erbe generator did not recognize the neutral pad. The user had already replaced the neutral pad and tried a new neutral cable without improvement, as the neutral pad icon remained red. The tse asked the user to close the neutral pad on itself, but the issue persisted. The tse then instructed the user to connect the neutral pad to a third-party electrosurgery unit, which recognized it. The user also tested the neutral pad on her their arm, but the erbe still did not recognize it. The user aborted the procedure with no reported issue. A procedure delay was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during integrated electrosurgical unit (iesu) cautery activation, a failure in neutral pad recognition was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of neutral pad recognition issue is attributed to the faulty electrical component inside the erbe unit.